Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the assigned res number 82705. Section h9 has not yet been provided; however a follow up will be submitted, once the reporting number has been assigned.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the reporting number.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information. This report is for the second device reported, for the first device reported during the same procedure see MDR 1118880-2019-00086.

Event description:
The user facility reported that the solopath device was damaged when they took the solopath out of the package. The silicone was still connected with the sheath; however, there was too little silicone covering the distally part of the sheath. There were some sharp edges at the transition of the sheath/tip. The doctor took another solopath, which also had the same issue. There was no patient involvement; the event occurred before use.